Event description:
The consumer reported, his wife used the product for 1 hr on her shoulder. When the patch was removed, the consumer described a minor burn and burn marks which have completely healed. The consumer did not seek medical attention at the time of the incident and it is unk how the area was treated.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices, as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temp or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.